Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was a pinhole in the balloon located 3mm distal from the proximal waist.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention (pci). The stenosed target lesion was located in the non-tortuous and non-calcified mid-to-proximal left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for pre-dilatation. The balloon was inflated twice at 8 and 12 atmospheres (atm). Subsequently, the balloon was used again for post-dilatation, and it was inflated twice at 8-9 atm respectively; however, during third inflation at 10 atm for 2 seconds, the balloon ruptured from the distal edge of the balloon. The device was removed intact, and the procedure was completed with no patient complications reported.

Manufacturer narrative:
E1: facility and physician number updated.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention pci. The stenosed target lesion was located in the non tortuous and non calcified mid to proximal left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for pre dilatation. The balloon was inflated twice at 8 and 12 atmospheres atm. Subsequently, the balloon was used again for post dilatation, and it was inflated twice at 8-9 atm respectively; however, during third inflation at 10 atm for 2 seconds, the balloon ruptured from the distal edge of the balloon. The device was removed intact, and the procedure was completed with no patient complications reported.